Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that after implant in 2015, the patient had an ins revision because the battery was "flopping around". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.